Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed on the programmer and found that the stylus was unable to be used because of a broken display overlay. (B)(4).

Event description:
It was reported the screen was broken. The programmer was returned for repair. No patient complications have been reported as a result of this event.